Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was due to the patient losing about 50 lbs since implant. The issue has not been resolved. The office is working on authorization to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they have difficulty charging their ins. Patient had let the ins become overdischarged ¿a few months ago¿ as a result. The patient has limited use of his left arm/hand, which makes it difficult to secure the clasp on the charging belt. Therefore he is forced to lay on the charger. The patient has lost 50 lbs since the original implant and the ins is no longer flat with the surface of his skin. The patient had initially requested to move the ins to his abdomen, which would require extensions. The manufacturer representative (rep)  explained to the patient and healthcare provider (hcp) that he would be restricted to head only MRI scans if they proceeded with that plan. The patient is in his early 40s and gets frequent mris so we pivoted to the idea of a non-rechargeable ins. The rep got the patient to recharge the ins, he states it took 4 hours to get to 50% because of coupling issues. The rep met with him yesterday and evaluated his programs. Surgical intervention is planned.